Event description:
I am a type ii diabetic. On (B)(6) 2016 I had a minor surgical procedure on one of my lower legs. This resulted in a sutured incision of about 2 inches. The wound was covered with gauze and then the leg was wrapped in coban self-adhesive bandage extending approx. 3 inches on both sides of the wound. First of all, the coban was very irritating and abrasive to my skin and caused considerable skin irritation. Because of the skin irritation and the fact that this type of bandaging blocks the view of the wound I did not realize until 2 days later that the wound was infected and the infection had spread beyond the wound to my lower leg generally.